Event description:
It was reported that during a cryo ablation procedure, the balloon was noted to be defective and deformed. The balloon catheter was replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the afapro28 balloon catheter with lot number 17377 was returned and analyzed. External visual inspection of the balloon, shaft, and handle segments showed the balloon was bent. The catheter smart chip data indicated the catheter was used for one application on the reported event date. The catheter was recognized and passed the electrical integrity verifications and performance test. The catheter completed the inflation, ablation, and thawing phases with no console system notices generated and no performance issues were identified. All pressure and flow were in range and temperature curve had no oscillations or overshoots. During inflation, a kinked guide wire lumen was observed inside the balloon segment and the push button was stuck at front position. During inspection of the shaft segment, a guide wire lumen kink/twist was observed 1.25 inches proximal to the catheter tip. Pressure testing did not identify any leakage from the kink. During inspection of the handle segment, adhesive was observed between the bellow folds. In conclusion, the reported defective and deformed balloon was confirmed through analysis and the balloon catheter failed return inspection due to a kinked guide wire lumen and adhesive was observed between the bellow folds. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.